Event description:
It was reported that product remains remnants in the wound; looks like threads.

Manufacturer narrative:
The device was not evaluated due to samples were not returned for investigation. Investigation results: we have now concluded our investigation into the issue reported. Multiple attempts have been made to request additional information on the complaint received, however no further information has been provided for the complaint. Due to insufficient information been received a clinical investigation has not been possible .if additional information is provided in the future the case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. No record of any problems occurring during manufacture of the product have been made which may be related to this complaint. We have been unable to identify a definitive root cause on this occasion but smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.